Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient was presented with an aneurysm in the popliteal artery which was intended to be treated with a bypass procedure where two gore-tex® suture devices were intended to be used. It was reported to gore that when the distal and proximal anastomosis were intended to be sutured with the gore-tex® suture devices a needle-separation, suture needle pull-off, was experienced for both devices. No suture fragments remained in the patient and no reintervention was needed. The procedure was completed by using other sutures from another manufacturer.